Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: guide wire: rinato. Guide catheter: hyperion. Stent: resolute integrity 3.0 x 18 mm. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat an eccentric lesion with moderate tortuosity, moderate calcification and 90% stenosis in the proximal to mid left anterior descending artery. Direct stenting was performed and the 3.0 x 15 mm nc traveler balloon catheter was advanced to the target lesion without resistance for post-dilatation; however, at the first inflation the balloon ruptured at 16 atmospheres (atms). There was no resistance during removal of the balloon catheter from the patients anatomy. Post-dilatation was performed with a new balloon catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was available.